Event description:
Rn was turning patient and recognized that pt's inner tracheostomy tube had started to slide out and was about half way out. Rn pushed it back into place and called rt. Rt came to assess and determined the white outer aspect of tracheostomy tube (white flange connected at 1200 to trach plate had broken off-the white flange is where the clear colorless inner tracheostomy tube secures to the hard white outer tracheostomy tube) was cracked and needed to be exchanged at bedside. Critical care transport nurse held tracheostomy tube in place while rt & provider were notified and preparing to exchange tracheostomy tube.